Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No patient contact. (B)(4) - no consequences or impact to patient; plunger override; (lens became stuck in injector). Evaluation method: device work order search. Results: device work order search: a device work order search was performed and one similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon attempted to use a ks-ni2 aq310ain18.0d preloaded injector. When advancing the plunger, the lens rotated to the left and the plunger rod passed the lens. The lens became block/stuck in the injector. There was no patient contact. Cause of this incident is unknown.

Manufacturer narrative:
Conclusion: data analysis performed by staar (B)(4) determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. Claim #(B)(4).